Manufacturer narrative:
This supplemental report is to inform that upon further review, this is not a reportable malfunction. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Event description:
The customer reported to olympus the instrument channel was loosened and the gas cap spun in reprocessing. No patient harm or injury was reported.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. The olympus service center confirmed the reported event and found a dry screw in the scope connector which was causing a rattling noise. In addition, the plastic cover was chipped, the bending section cover glue was cracked, the bending section had an electrical continuity error due to water invasion, and the plastic distal end cover insulation has a crack causing an opening. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.